Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), an attempt was made to implant with the help of snare. The device slipped during deployment and a rapid drop in blood pressure was observed. Cardiac perforation, pericardial effusion and cardiac tamponade were noted. Blood pressure decreased further. Pericardiocentesis and drainage were performed. Blood pressure temporarily increased. However, the patient went into shock again and the temporary pacemaker failed to capture it leading to the insertion of percutaneous cardiopulmonary support (pcps). Eventually, it was noted that the patient passed away. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: [micra], product ID: [mc2avr1-delsys], (serial: [(B)(6)]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h6: annex a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.